Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son-in-law reported the death of his father-in-law. Customer was diagnosed with pancreatic cancer and passed away one week later. Cause of death was pancreatic cancer, diabetes and osteoarthritis. The customer was not wearing the insulin pump at the time of death. Customer never wore the insulin pump. Nothing further reported.